Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2016-03724. It was reported the patient's (B)(6) suture has eroded at right lead site wound. Additional follow up identified the sutures were trimmed to the skin and the dressing was applied which resolved the issue. Reportedly, the wound has healed well. The patient received two occipital leads (off-label). It is unknown which one is the right lead. Therefore, both the leads are being reported. Additional manufacturer database review identified the alleged devices were reported in reference MFR. Report# 1627487-2016-03466.